Manufacturer narrative:
Correction: d4, h4. Additional information: d9, h3, h4, h6 (update codes), h11. H11: the device was received for evaluation. Visual inspection of the returned sample did not identify any abnormalities that could have contributed to the reported condition, and all components were correctly placed according to the specification. Pressure test and clear passage test were performed and no leakage and blockage was observed. The reported condition was not verified on the returned sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a micro-volume extension set with 0.2 micron filter leaked at the "female connection bond area". This occurred while the customer was "testing" the set with a saline syringe. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.